Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) upper display went blank. The patient was transferred to another ventilator, and no harm was reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the upper and lower liquid crystal displays (lcd) to resolve the issue. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.